Event description:
Caller stated that the inform meter led did not light up. Upon review by the first level investigation unit, the meter was found to exhibit signs of an electrical short: pins 3 and 4 are missing and the area is charred. Plastic is melted in this area also. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.